Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Blood glucose was 335 mg/dl. Reportedly, the reloaded the same cartridge and resume insulin therapy.